Manufacturer narrative:
Manufacturer¿s investigation conclusion: the system controller event log file contained events from 04aug2023 through 05aug2023, per the timestamps. Two, transient low flow hazard alarms were captured on 05aug2023. No other notable events or alarms were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 ¿introduction¿ of this document lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. This document also outlines the recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency department (ed) due to low flow alarms and dizziness. The patient's left ventricular assist device (lvad) parameters were stable. The patient's mean arterial pressure was 86 mmhg. A log file review revealed a couple of audible low flow alarms on (B)(6) 2023, at 1441 and 1442. The cause of the low flow alarms was low hemoglobin due to bleeding of unknown causes. The patient received packed red blood cells which resolved the bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.